Event description:
It was reported that the patient expired during open heart surgery. Reportedly, the patient's demise was not device related; however, the surgeon did not indicate the specific reason for the patient's demise. Reportedly, the patient had open heart surgery for aortic valve replacement. Please refer to manufacture report number 6000002-2008-05988. It was additionally reported that the device was not explanted.

Manufacturer narrative:
Reportedly, the device was not explanted.